Event description:
It was reported that the patient experienced a shocking/jolting sensation when they turned their stimulation on. The patient had to turn the stimulation off and then couldn't increase or decrease stimulation. The patient adjusted stimulation settings prior to turning on stimulator and was then able to successfully adjust the stimulator.